Event description:
Patient implanted with a heartmate ii lvad at another facility on (B)(6) 2017. Patient developed a chronic driveline exit site infection (B)(6) 2021 (mssa positive), site was debrided on (B)(6) 2021. Maintained on chronic oral antibiotics. Patient transferred care to our facility on (B)(6) 2022. Driveline site cultured on (B)(6) 2022 which was positive for mssa. Continued chronic oral antibiotics. Patient admitted to the hospital (B)(6) 2022 for a debridement of the driveline exit site due to increase in drainage. The surgeon noted purulent drainage from driveline site with a thin layer of gelatinous tissue surrounding the site. Discharged on IV antibiotics then converted to oral antibiotics after 28 days. Due to continued driveline drainage, the decision was made to take the patient to the operating room for a lvad pump exchange. Taken to the operating room on (B)(6) 2022 for the exchange, heartmate ii to heartmate 3. The surgeon noted purulence in the area of the right upper chest where the driveline was located which appeared to get close to the outflow graft. There was no obvious infection of the lvad pump itself. Surgery went well. The patient is currently recovering in the cvicu. FDA safety report ID # (B)(4).